Event description:
The user facility reported that seven days into support with a patient with an impella cp pump, the pump migrated into the aorta following a scheduled right ventricle biopsy and coronary angiography. The pump was readvanced. However, continuous suction was subsequently encountered. Despite attempts to reposition the device, flows did not return to normal and the decision was ultimately made to replace the pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. Positioning issue: clinical states that the inlet of the pump migrated into aorta after a medical procedure. Pump and data logs were not returned for investigation. Therefore, as per the clinical information provided, the root cause of the positioning issue was most likely use related since the pump migrated during right ventricle (rv) biopsy and coronary angiography procedure before the patient was off the table. Low pump flow: clinical states that the pump was pulled into the aorta and low flows were observed. The pump was repositioned but no change in flows and suction alarms were persistent. Pump was not returned. Data logs were not returned as well. The root cause of the low pump flow issue was not determined since product and data logs were not returned and clinical mentions that repositioning did not resolve the issue.